Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in the I-beam tubing at pinch valve pv37 between fittings 107-124. The fse replaced the tubing at pv37 and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from right, top side of a coulter lh 500 hematology analyzer. The volume of the leak was approximately 3 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.